Event description:
It was reported that the patient had an infection at the ipg site and the midline incision site had an open wound with serous discharge. The infection was not device or procedure related and no device malfunction was suspected. The physician confirmed that patient was severely diabetic, hence wound care issues was persistently getting worse. The patient was placed on antibiotics. The patient underwent a spinal cord stimulator explant procedure and was doing well postoperatively. The explanted devices will not be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).